Event description:
It was reported by service report that the foot end auxiliary outlet had no power due to a malfunctioned auxiliary cable. No patient involvement or adverse consequences are reported.